Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "channel a failure 808:02" was confirmed and reproduced. The root cause was attributed to a defective pump head module. The pump head module was replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808:02 on channel a. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.